Manufacturer narrative:
Additional information was received that the physician's nurse indicated this death was unrelated to the device. The cause of death and medical records were requested but have not been obtained. (B)(4).

Event description:
Medtronic received information from a parent of the patient that the patient had passed away approximately 10 weeks after implant of this pulmonary valved conduit. It was reported that the patient suddenly became sick about six weeks after device implant, and that her physician had reported that one side of the patient¿s heart had stopped functioning. The cause of the death was not reported. It was not known if a device malfunction had occurred. Additional information has been requested.

Manufacturer narrative:
It was reported that an autopsy was pending; it was unknown if the device would be explanted and returned for analysis. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.